Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer removed their infusion set to address the occlusion and delivered a correction injection to address the elevated bg level.